Manufacturer narrative:
Method: actual device was evaluated. Results: the eval includes performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off food was gone). Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification.

Event description:
Infinity pump continued to run after the food was gone.